Event description:
This vent-dependent pt developed resp distress. Ventilator was not registering correct respiratory rate and not triggering appropriately. Ventilator changed, pt sedated and condition stabilized.